Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and treated with vancomycin injection (2gm, every 5th day, once daily) and ceftazidime injection (1gm, once daily) for peritonitis. The patient outcome was reported as "ongoing". Action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment and pd therapy were ongoing. At the time of this report, the patient has recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.